Event description:
It was reported that the prevue dos screen, press f1, then it will work for 30 minutes or so, and shuts off. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the boots up to a dos screen and then abruptly shuts down within 30 minutes was confirmed. The unit was powered up and the unit went to a dos screen as described. The root cause is due to the touchscreen which was causing the unit to lock up and the beamformer which was causing the ultrasound screen to go blank.